Event description:
Medical personnel showed the complainant a wire in 2008 that sheered during PICC insertion as the rn was trying to withdraw the wire. The wire actually pulled apart and broke. They had to surgically remove the 1.5 inch wire section that was left in the patient vein. This situation occurred in late previous month.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.